Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 17 mg/dl. Low bg cause was not known and the customer consumed carbohydrates to treat the low bg. Additionally, emergency medical services administered an intravenous treatment to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.